Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Unit received with broken reservoir tube lip and belt clip slot. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that while attempting to program insulin pump, numbers began to scroll on display screen. Customer also reported to have received a button error alarm. Customer's blood glucose was 123 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.